Manufacturer narrative:
One device was received for evaluation. Review of the event history log revealed the 1310 error. Functional testing noted a defective downstream occlusion (dso) sensor and an old real time clock (rtc) battery. The dso sensor and the rtc battery were replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period. B3. Date of event: unknown. No information has been provided to date.

Event description:
It was reported that the device exhibited last error code 1310, then alarms ¿service due 0¿ when powering up.". There was unknown patient involvement.